Event description:
Pt is status post right total knee arthroplasty in july 220. Pt sustained a fall and dislocated their patella. Pt underwent a tibial revision in november 2003,. The pt's knee is now infected and pt was admitted for a revision total knee arthoroplasty. During the procedure the surgeon removed and replaced the tibial and patella components.